Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was having charging deficit. The patient underwent a revision procedure wherein the ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg was not release by facility.